Event description:
Report received from abbott affiliate of an unrequested bolus dose delivery. The report states: "patient demand delivers medication without patient demand - in epidural mode." The report also states: "hospital policy states, no patient information can be released". Though rquested, no further information was received.